Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional, and functional inspection was performed on the returned device which was returned with a pinhole tear on the distal shaft. Additional information received from the site confirmed that the correct device was returned, but the physician was not aware of the pinhole tear. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a vessel rupture (free perforation with extravasation) in the moderately calcified, 90% stenosed lesion in the narrow mid left anterior descending (lad) coronary artery. Several attempts were made to cross the ruptured vessel with a 2.8x19mm rx graftmaster covered stent system, but it was unable to cross due to the lesion. Thus, the graftmaster was withdrawn and an unspecified balloon was used to treat the vessel, successfully sealing the perforation, followed by observation of the patient for longer than 24 hours. During the observation, no related adverse patient sequelae were observed and the additional hospitalization for observation is reportedly not related to graftmaster use. No other device issues or procedural issues were noted. The patient final outcome is satisfactory with post-procedure stenosis of 0% and with no adverse patient sequelae. The failure to cross did not cause or contribute to any clinically significant delay. No additional information was provided.